Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) system overheated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) system overheated. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a